Event description:
Reporter alleged having discrepant blood glucose comparison during a routine doctor appointment. Reporter stated their advantage system measured 145 mg/dl compared to a professional method result of 70 mg/dl when testing was performed back to back. No exact time between testing was provided other than the reference to back to back testing. It was not provided whether any actions were taken or treatment was received by the reporter. A request was made for the return of the suspect device and replacement product was sent.